Event description:
The patient reported that any time she attempts to bolus greater than 2 units of insulin she receives an occlusion alarm. The patient later reported that in 2006, she received an occlusion alarm and needed to administer a correction bolus so she pulled the cartridge out of the infusion device and manually pushed the insulin through the tubing and into her site. She reported that her blood glucose dropped to 13 mg/dl. She stated that she does not experience symptoms of high or low blood glucose. She reported that her husband attempted to administer sugar water but she could not swallow. She was taken to the hospital and given glucagon injections along with an IV with dextrose. She was released to go home 5 hours later. She is currently not using the infusion device and has switched to injection therapy.

Manufacturer narrative:
No product will be returned for evaluation.